Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced resistance when filling multiple cartridges. The user successfully filled a cartridge using a new syringe and would resume insulin delivery after the supply change was completed. The user's blood glucose level was 117 mg/dl.